Manufacturer narrative:
There is no evidence of a device malfunction contributing to the event. Review of the download data indicates that defibrillation gel was properly released from the shocking therapy electrodes prior to the treatment shock of the prescribed 150j energy. The impedance reading during the treatment shock was 62 ohms and within normal range. The electrode belt and monitor were returned to the zoll manufacturing corporation. Zmc confirmed that gel was deployed from all three shocking therapy electrodes. Performance issues with the electrode belt and monitor were identified by zmc but these were not related to the reported burn. Monitor sn (B)(4) was reported via MDR 3008642652-2017-06955. Electrode belt sn (B)(4) was reported via MDR 3008642652-2017-08787. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
On (B)(4) 2017, zoll manufacturing corporation became aware that a patient's spouse reported that a patient developed a 3rd degree burn on his right shoulder two and a half months after receiving an appropriate lifevest treatment. The spouse reported that the burn occurred on (B)(6) 2017 and had not healed by (B)(6) 2017. The spouse questioned if this was 'normal'. Following the shock by the lifevest, blue gel was reportedly seen on the garment, indicating that defibrillation gel had been properly released by the shocking therapy electrodes. The patient's spouse reportedly then drove the patient to the hospital where he was externally defibrillated four times. It is unknown if the patient was wearing the device during the external defibrillations. The patient was again transferred to the prescribing hospital where the patient was externally defibrillated again. The lifevest had been removed by this time. The patient's wound manager alleged that the therapy electrode had malfunctioned. Further information from the wound manager includes that the patient was a past patient of his who reportedly had a necrotic area paravertebral. Review of the treatment event indicates that the patient entered into ventricular fibrillation. The device released defibrillation gel and delivered the prescribed 150j treatment shock which converted vf to sinus rhythm at 60 beats per minute (bpm). The impedance recording at the time of the treatment shock was 62 ohms and within normal range. There is no evidence of a device malfunction contributing to the reported burn.